Event description:
It was reported that during a laparoscopic gastric bypass procedure, while closing the jejunojejunostomy the stapler closing trigger would not open automatically. It did open when pulled apart by hand. Another device was used to complete the case with no patient consequence. Additional followup: did the device fire or where did they close the device and then wanted to re-open to reposition the device? Fired device. Was reopening to hand to scrub tech. Was the cut line and staple line complete with the staples in the proper b form shape? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? Before, white. None after in that stapler. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Was there any tissue damage when the closing trigger would not open? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.